Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received four inappropriate treatments. The device was started up at 08:52:32 on (B)(6) 2024. At 17:43:03, an arrhythmia was detected. ECG shows asystole with CPR/motion/tactile artifact and intermittent cardiac activity. At 17:44:16, the patient received the first inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with tactile artifact. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm, with motion/tactile artifact. At 17:44:40, the patient received the second inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with motion/tactile artifact. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm, with tactile artifact. At 17:45:09, the patient received the third inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with tactile artifact. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm, with motion/tactile artifact. At 17:46:00, an arrhythmia was detected. ECG shows asystole with CPR/motion/tactile artifact and intermittent cardiac activity. At 17:47:11, the patient received the fourth inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with tactile artifact. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm, with motion/tactile artifact. The electrode belt was disconnected at 17:52:39 on (B)(6) 2024.